Event description:
This complaint is now reportable based on the analysis. It was reported that during a coronary drug eluting stenting treatment procedure, the stent could not cross the severely tortuous, severely calcified, 73% stenosed circumflex lesion. No pt injuries or complications were reported and the pt was reported to be "good". However, the returned product confirmed that there was stent damage.

Manufacturer narrative:
A review of the mfg documentation for this batch found that the device met its material, assembly and product specs at the time of release to distribution. A visual and microscopic examination found that the proximal edge of the stent was damaged. Struts on stent rows one to two from the proximal edge were raised at 90 degrees to the normal position of the struts. The hypotube had kinked approx 31.0 cm distal from the catheter strain relief. No other kinks or damage were noticed along the shaft of the device. The balloon and tip sections of the device were visually and microscopically examined and no issues were noted with their profiles that could have potentially contributed to the complaint incident. The most probable root cause of this event is operational context.